Event description:
It was reported that a pump issued an altitude alarm, causing the customer's blood glucose level to exceed the normal range. There was no specific value provided, only that it was displayed as "high." The customer attempted to address the high blood glucose by changing supplies and contacting technical support for troubleshooting assistance. The insulin delivery was initially suspended due to the alarm condition, but after following instructions to clean the pump's speaker holes and reconnect the cartridge, the customer was able to resume insulin delivery. The alarm did not recur after these actions, and the pump returned to normal operation. Technical support offered additional advice on preventing altitude alarms.